Manufacturer narrative:
The marathon catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-01128 2029214-2019-01129. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the leak notice in marathon catheter after post onyx treatment, after withdrawing from the patient. The patient underwent embolization treatment for anterior venous malformation. It was reported that after the physician withdrawn the marathon catheter, noticed a leak approximately 20-30cm proximal to the distal tip. He did not notice a leak while treating the patient and no onyx came out during the treatment through this leak. After the treatment he had some onyx left and wanted to do a demo - the distal tip was not occluded, and onyx came out, but he also noticed the leakage of the onyx ~20-30cm proximal to the distal tip. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the marathon micro catheter appears to have been stretched. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. No onyx residue was found within the marathon distal tip lumen. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found ruptured from the distal tip. The marathon micro catheter was pressurized, water and onyx residue was found leaking from the catheter rupture. An in-house mandrel was inserted into the marathon hub and distal tip. The marathon was found occluded with what is likely onyx from the distal tip. Based on the device returned analysis, the rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.